Event description:
According to the reporter: the customer reports possible mesh infection, reoperation for mesh removal will be performed and more info will be available after completion of the procedure.

Manufacturer narrative:
(B)(4).